Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient was electing to stop the pump therapy, because the patient had a stimulation trial and the stimulation worked better for the patient. The pump had not been filled in a couple of months. The pump made the patient drowsy. This began around (B)(6) 2014 and got increasingly worse as the dose increased. The pump was programmed to an off state. Additional information received reported the cause of the patient¿s drowsiness was opioid narcotization. The event was attributed to drug effects. It was noted that the patient was sensitive to sedatives side-effects (s/e) of morphine/opioids. The pump was completely explanted. A new lumbar stimulator was implanted and the patient was getting great relief. The surgery occurred on (B)(6) 2015. The patient was now with much less pain and alert/oriented. The patient recovered without permanent impairment. The pump was used to infuse morphine.